Manufacturer narrative:
Additional/updated information: h6 medical device problem code. D10. Patella 3-peg (200-02-32, 2980403). Optetrak logic femoral ps cemented (02-010-01-0230, 3600385). Optetrak logic tibial tray cemented (02-012-41-3020, 2931782). Bone cement (stryker) x2. These devices are used for treatment not diagnosis. Pending investigation.

Event description:
Revision operative report on (B)(6) 2023: postoperative diagnosis: left knee failed total knee replacement with recalled exactech polyethylene; synovitis secondary to polyethylene wear; instability. Clinical history: the patient presents with an exactech left knee replacement with a recall on the polyethylene liner for premature wear. The patient presented to the office with an effusion and some pain as well as some instability. A preoperative MRI demonstrated synovitis secondary to polyethylene wear, but the components were well fixed. Revision left total knee replacement with a debridement, polyethylene liner exchange, and a patella revision. Extensive synovitis and a very thorough synovectomy of the joint performed. Poly liner was removed. There was noted to be some wear of the liner. Femoral component noted to be well fixed. There was no infection grossly although multiple specimens were sent to pathology. The patella was noted to be well fixed, but there was wear on the patella with soft tissue and bone overgrowth. Tibial was noted to be well fixed. A full debridement of the knee posteriorly was performed to remove the synovitis posteriorly. The patient was transferred to the recovery room in stable condition. The patient discharged home from the hospital when comfortable and met all physical therapy goals. No other information is available.

Manufacturer narrative:
H10. Investigation results: the revision reported in was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation, on (B)(6) 2014, this patient underwent a left total knee replacement surgery and was implanted with an exactech knee system. In the ensuing time, they began to suffer from symptoms including pain and lack of mobility. As a result of these symptoms, they has undergone a revision surgery on (B)(6) 2023, approximately 8 years 6 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.